Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 11. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2024, the implant was removed upon clinician¿s decision. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.